Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that decreased r-waves were observed. Review of stored egms revealed t-wave oversensing. The lead was capped and replaced.